Manufacturer narrative:
(B)(4). One (1) 780-07kit, 780-07 circuit w/ column, was received for investigation. At visual inspection the cracked temp port connector was confirmed. It is unknown if the product was handled correctly during use per IFU. No other instances of this same kind of defect have been reported during this year related to cracks in the tee adaptor. The lot number was not provided to perform a proper investigation. Based on the information provided, the root cause cannot be assigned to a manufacturing process.

Event description:
The complaint is reported as: "there is a break at the site where the temperature probe attaches". No patient injury or consequence.